Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a (B)(6) patient who had an implantable pump. On (B)(6)2021, it was reported that the patient did not improve well after their pump implant operation, which occurred on (B)(6) 2021. The patient reported that "it was still painful" and they were unable to stand. The patient intended to explant the product and, at the time of the report, was recuperating in a nursing home. Additional information was received on (B)(6) 2021 from a (B)(6) patient via a manufacturer's representative on (B)(6)2021. It was reported that the pump had not been explanted.